Event description:
A user facility reported to olympus during a procedure the evis exera iii xenon light source had a light bulb fail and had to be replaced with a spare bulb, but the bulb failed again. Upon inspection and testing of the returned device, after burning for 8 hours they were unable to duplicate the user request. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the reported event by the customer. The evaluation uncovered that it had a noisy air pump and found obstruction of foreign matter inside of air tubing. There was no fault found with the spare lamp issue. The spare lamp was working ok, the main lamp has sufficient thermal grease, the fan was running ok, and igniter was firing normally. The lamp life meter was reading below 50 hours and the light output measured within range. The scope socket condition was ok, main power switch was up to date. Also, the fan was running ok, and the air pressure tested ok. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. The subject device was manufactured in 2013, though a specific date was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated. It was surmised that the lamp did not ignite due to the faulty main lamp. They could not identify the cause of the defect. The phenomenon was resolved after the main lamp was replaced. Other inspection findings were as follows: foreign matter inside air tubing; strange noise from the air pump. The following verbiage is identified within the operation manual, which may help prevent the phenomena: ¿6.1 replacement of the examination (xenon) lamp: always use the examination lamp designated below. To order a new examination lamp, contact olympus - xenon lamp maj.¿ olympus will continue to monitor field performance for this device.